Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer manipulated the instrument to get through the cannula. A new instrument and new cannula was used. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report that force bipolar could not be removed as site was not able to close the jaws of the instrument. Tse explained the staff would need to move the universal surgical manipulator (usm) with the instrument and cannula still installed away from the patient to remove the cannula and instrument at the same time. The staff reported they were able to manipulate the instrument and get the instrument through the cannula. Tse recommended the staff verify the cannula was not damaged when removing the instrument. The staff installed a new instrument and cannula and are proceeding with the procedure. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the failure was replicated and confirmed. The instrument was found to have a bent grip at the base, causing a misalignment of the grips. This causes the instrument to get stuck. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage.